Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loss of connection issue that occurred for an unknown amount of time. Reportedly, the pump and transmitter regained connection. No additional patient information was available.